Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a past event from july of 2016. Customer indicated of hospitalization and diabetic ketoacidosis for high blood glucose of over 1200 mg/dl. Troubleshooting found that the customer was not eating or drinking prior to the hospitalization and this may have led to the high blood glucose. Customer was treated and released. No further details given.